Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, non-obstructive urinary retention. It was reported that when the device was implanted, patient was having significant stimulation pain at 0.2. Patient had a fall in (B)(6) 2025 and since then, has not been able to feel the stimulation. When device was interrogated, there was no impedance found on the lead. The healthcare provider(hcp) raised the stimulation to 10.0 and patient had no sensation. X-rays were taken intravenous-operatively and device did not appear to move. When device was interrogated, there was no impedance found on the lead. Hcp raised the stimulation to 10.0 and patient had no sensation. X-rays were taken intravenous-operatively and device did not appear to move. The cause was known; it was assumed that the stimulation was lost because of the sustained fall. However, the device did not appear to be broken or frayed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.